Event description:
It was reported that the leading haptic was severed during lens implant and the capsular bag was damaged. The piece of the severed haptic was retrieved and the lens was removed. The incision was enlarged. A vitrectomy was performed and there was vitreous loss. Another lens of the same model was implanted successfully in the pt's right eye. The pt's current prognosis and treatment is "good". Please reference MDR #1119279-2014-00306 for the inserter used during the event.

Manufacturer narrative:
The lens has been returned to b&l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.